Manufacturer narrative:
G4: 10oct2019; b4: 10oct2019. Philips field service engineer (fse) confirmed the customer was not get the correct readings using their tools. The fse ran the same tests using his calibrated analyzer and found the data to be within spec and therefore did not replace any parts as there was no need. No product problem was found. The issue was traced to unintentional user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported pvt (performance verification test) oxygen flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.